Manufacturer narrative:
It was reported that the facility was using a non-stryker mattress which does not fit the product properly and inhibits the user from verifying whether or not the removable foot section was properly secured and locked into place. As a result the foot section was not properly locked and became dislodged injuring the caregiver.

Event description:
It was reported that the foot section of the bed came dislocated and the nurse injured herself.